Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station was not communicating. A field service engineer (fse) confirmed that the information technology (it) replaced the bad patch cable between patch panel and switch in the communications closet. After replacement the station began communicating. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxhomer device was not communicating. The user confirmed that the cables were properly connected and that the device was in critical override mode. No new patients or orders were crossing over to the system. However, there were no delays, adverse events or injuries reported based on this event.